Event description:
The technician reported a colleague infusion pump with the reported condition "noisy fan." It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.7 colleague pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during functional testing. The fan was replaced to fix the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The device history record shows pump with 'pumphead keypad led too bright. Ph keypad was changed & pump passed subsequent testing.